Manufacturer narrative:
Follow-up #1: date of submission 9/8/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/15/2016 with the following findings: battery compartment crack above grip pad. Visable moisture corrosion in battery compartment. Leak test failed due to battery compartment crack. Opened pump, no moisture found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) battery compartment issue. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.